Event description:
A surgeon reported a pt with an unexpected postoperative outcome following an intraocular (iol) implant procedure. At a postoperative visit, the surgeon reported the iol was 10 degrees off from the intended axis. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/27/2012 and 03/05/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).